Manufacturer narrative:
(B)(4). No product or data were provided for evaluation. The reported event and malfunction could not be confirmed; therefore a definitive root cause could not be determined. It should be noted that the diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output and a hypoglycemic event on (B)(6) 2015. The patient reported he reached low blood glucose levels and his wife saw patient in complete sweat in the middle of the night. The patient's wife than called the paramedics who arrived to the house. His finger stick (fs) was reading under 30 mg/dl. Patient was given glucagon shot. The patient's wife is unsure whether the alert was not audible or if she did not hear the alarm. At the time contact with dexcom technical support, patient was healthy and no further medical intervention or injuries were reported. No additional event or patient information was available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.